Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose. Blood glucose level of customer was 33.7 mmol/l. Customer was treated it with bolus and manual injections. Customer was experienced nausea. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. It was reported that the insulin pump had blank display. Troubleshooting was performed. The customer was advised to monitor the insulin pump. Customer had contacted their healthcare professional regarding their hyperglycemia. The insulin pump's batteries did not lasts as expected. Customer declined to perform high pressure test. Insulin customer reported that pump will be returned for analysis.

Manufacturer narrative:
Device passed functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. (B)(4).